Event description:
Pt admitted with dizziness and shortness of breath. Pacemaker was not capturing and her escape rate was 45 per minute. Pt taken to heart cath for permanent pacemaker revision. During the procedure, the leads were changed. Approx one hr after the procedure, periods of loss of apparent capture noted. Pt taken back to heart cath lab. Appropriate lead function was documented with a capture threshold of 0.3 volts. Therefore, it has been determined that the generator itself had failed and was replaced.